Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose. Customer¿s blood glucose 24.6 mmol/l. Customer treated with insulin pump for high blood glucose. It was reported that the insulin pump received an insulin flow blocked alarm and it was resolved by changing the complete set. It was reported that the customer declined troubleshooting for high blood glucose. The device will not return for the analysis.